Event description:
During the course of laminectomy procedure, the patient was receiving an infusion norepinephrine. The pump alarmed continuously air bubbles in line. No air bubbles seen in the IV tubing. Occurred twice 5 to 10 minutes apart. The patient's systolic blood pressure dropped to low 70's during this time. IV phenylephrine doses administered for hypotension.